Manufacturer narrative:
H4: the lot was manufactured between may 13-14, 2024. H11: the device was received for evaluation containing fluid inside the housing and also inside a bag that contained the sample. Visual inspection was performed which showed the bladder has ruptured and fluid inside the housing had leaked out at the upper area of the device. The reported condition was verified. The cause of the rupture was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling the device with 110ml of saline and fluorouracil (5-fu). The solution leaked from the housing after the bladder rupture. There was no patient involvement. No additional information is available.